Event description:
A medtronic representative reported that during a spine case with an o-arm, the surgeon moved the frame so he could not continue using navigation. The case was completed and there was no impact to the pt.

Manufacturer narrative:
Pt information not available at the time of this report. The system did not malfunction, per the reported event, the doctor moved the frame which discontinued navigation. Subsequent cases were completed without issues.